Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced inappropriate shocks and a syncope episode and presented in the emergency room. Upon interrogation, the right ventricular lead exhibited oversensing. It was noted that both right ventricular lead and left ventricular lead were dislodged into the right atrium. Both leads were explanted and replaced. The patient was in sable condition prior, during, and post operation.